Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose (bg) level was in 600-699 mg/dl range. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer reverted to an alternate method of insulin therapy.